Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery (lad). After stenting the lad, the ostium of side branch/diagonal was pinched; therefore, a guide wire was passed through the stent struts followed by a 2.5 x 12 mm traveler balloon dilatation catheter (bdc) to open the side branch/diagonal without any difficulty. The balloon was inflated at nominal pressure; however, the balloon would not deflate. Negative pressure was applied and the inflation device was changed but was unsuccessful. The inflated balloon was retracted into 6f guiding catheter and removed as a single unit. The guide wire and guiding catheter were re-inserted and using a new bdc, the procedure was completed successfully. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler rx is currently not commercially available in the us.; however, it is similar to a device sold in the us.